Event description:
Following a diagnostic procedure on 7/2/97, an angio-seal device was placed. The pt presented to her personal physician (instead of her cardiologist) for an unk complaint. She was then referred to a surgeon; pt had removal of "plastic tube, 5cm x 2 cm in size, white colored" under local anesthesia.